Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 104 mg/dl, compared with the sensor glucose reading of 62 mg/dl. The customer was informed that the sensor glucose and blood glucose readings were not within acceptable range. The customer stated they would talk with a sales manager. The customer was informed to monitor the device and call back if issues persisted. Nothing was replaced or returned.